Event description:
International customer observed during a re-operation procedure that layers of the mesh were separated. This observation was made one day following the initial device implant.

Manufacturer narrative:
Conclusion: no conclusion can drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.